Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_unknown_ext, lot # unknown, implanted: (B)(6) 2014, product type extension; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2014, product type lead.

Event description:
Rosa, m., scelzo, e., locatelli, m., carrabba, g., levi, v., arlotti, m., barbieri, s., rampini, p., priori, a. Risk of infection after local field potential recording from externalised deep brain stimulation leads in parkinson's disease. World neurosurgery. Summary: the adaptive deep brain stimulation (adbs) controlled by local field potentials (lfps) 4 is considered a promising treatment for advanced parkinson¿s disease (pd). The clinical research 5 investigating adbs functioning is currently performed using external dbs systems that require 6 lfp recording through the temporary externalisation of dbs leads. Although research examining 7 lfp was first undertaken more than twenty years ago, only a small number of studies concern 8 leads¿ externalisation and lfp recording safety. In the present retrospective study, we assessed the 9 risk of infection related to these procedures. Reported events: one (B)(6) male patient underwent bilateral deep brain stimulation (dbs) for parkinson¿s disease (pd) in 2014 and had the leads externalized for seven days. The patient presented one month after surgery with an infection and implantable neurostimulator (ins) exposure at the subclavicular incision. The patient was hospitalized while receiving long-term intravenous antibiotic treatment. During ins removal, a large empyema caused by nocardia farcinica and involving both lead connection cables and the right burr hole was observed. Therefore, the system was totally removed. It was noted that the patient had poor personal hygiene and a previous medical history of drug abuse, which was considered a risk factor for infection. Cerebral MRI did not show any intracranial involvement. The dbs was removed without long-lasting complications; the patient did not undergo replacement. The following device specifics were provided: lead model 3387; lead model 3389; implantable neurostimulator kinetra model 7428; implantable neurostimulator soletra model 7426; implantable neurostimulator activa model 37601.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.